Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer will continue to use the pump until the replacement arrives.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.